Event description:
The customer reported to olympus that the yellow connector on the endoscope reprocessor was broken and the spring came out. There was no procedural involvement or patient harm associated with this event.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the facility to evaluate the device and confirmed the customers allegation. Fse replaced the broken yellow connector and ran several test cycles; each cycle was completed without incident. This equipment was repaired and verified according to the original equipment manufacturers instructions. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the connector was broken as the spring was exposed. Therefore, the connecting tube was unable to be connected. It¿s probable the connector broke due to the user hitting a hard object to the connector. However, a final root cause was unable to be identified. The event can be detected by following the instructions for use which state: ¿chapter 3. Inspection before use: 3.3 inspecting the connectors. Check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents.¿ olympus will continue to monitor field performance for this device.